Manufacturer narrative:
(B)(4). Other applicable components are: product ID: 3387-28, lot# va159t2, product type: lead. Product ID: 3387-28, lot# va15u9r, implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information received from a consumer via a manufacturer representative reported the patient developed an infection at the incision site. The patient's hcp was wondering if it was from the nickel content inside of the deep brain stimulation system. It was unknown if any surgical intervention occurred. The issue was not resolved. The patient was alive with injury.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had an infection at the pocket site of the lead. No further patient complications were reported.